Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin, and initially displayed an accurate fill estimate of over 60 units of insulin. The customer's blood glucose level was 128 mg/dl. During a follow-up call, the customer reported that the fill estimate was accurate after the delivery of insulin.